Event description:
It was reported that the patient experienced unspecified issues with a sling device leading to an artificial urinary sphincter (aus) being implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced recurring incontinence leading to the procedure. No more information available. Should additional information become available, it will be provided.